Manufacturer narrative:
DHR review completed by the manufacturing facility. There were no issues noted during manufacture. Sterilization records reviewed and found to be complete and accurate. Actual device not returned for examination but manufacturing facility examined retained lots from same lot and no issues identified. Post marketed performance data reviewed and no trends observed. There have been no other reports of urinary tract infection for this sku based on the review of data over the last 3 years. No conclusion can be drawn regarding the root cause of the end user's reported utis.

Event description:
It was reported that the end user has experienced recurring uti's since (B)(6) 2018 after using the apogee catheters. He was prescribed levofloxacin and cipro.